Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ra and rv leads exhibited undefined impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high impedances post operatively. Follow up from the rep confirmed that the impedances were all within limits upon a manual interrogation and no intervention was needed on this patient. Both ra and rv leads remain in use. No patient complications have been reported as a result of this event.